Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient repots the pod was leaking during wear. Once at the hospital the patients pod was removed and the patient was treated with insulin. The patient was prescribed zofran. The patient was transferred to another hospital. The patient was discharged from the hospital after 3 days. The patient was able to resume treatment with a new pod. The pod will not be returned as it has been discarded.